Event description:
Reportedly, three days after ICD replacement, oversensing was observed on the ventricular channel. The sensing settings were then adjusted, but no improvement occurred after 3 weeks. The patient is on list to have the associated leads extracted, but the ICD will remain implanted.